Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was a malfunction of the imt system. A siemens healthcare diagnostics technical service center representative directed the customer to replacement of the imt sensor and imt tubing and reconditioning of the system. . The instrument is performing within specifications.no further evaluation of the device is required

Event description:
A falsely depressed sodium result was obtained on a patient sample. The result was reported to the physician. The sample was re-run and a higher result was obtained.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.